Event description:
It was reported that the stretcher was in its lowest height and the patient left side rail was down and the fowler was raised. The patient was trying to get out of bed. The bed exit alarm went off alerting staff; however, they reported that the mattress slipped off the bed with the patient. The patient hit their head. Further information was not reported.